Manufacturer narrative:
As returned, the peg has fractured off the impactor near the base. A change to the material spec of this device was made in 2008 in order to reduce the occurrence of this type of failure. It is likely this instrument failed due to the high, repeated impaction use over the potential field age of approx 2.5 years. Device history records indicate all components were mfg and inspected to spec.

Event description:
It is reported that the centralizer post broke off during surgery.